Manufacturer narrative:
This product remains implanted and has not been returned. Boston scientific has assigned an investigation conclusion code of cause not established. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion (pbd). A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion (pbd). A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was explanted and return for product analysis. Several attempts have been made to obtain the exact date of explant but has been unsuccessful. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that no suspicious faults or resets where seen. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion (pbd). A copy of device memory was preserved and submitted for analysis. Technical service (ts) review of device data confirmed the device battery appeared to be depleting more quickly than expected and recommend device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that this pacemaker device was explanted and return for product analysis. Several attempts have been made to obtain the exact date of explant but has been unsuccessful. Product analysis of device has been completed.